Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose of the customer was 400 mg/dl. The customer was not treated for high blood glucose. Customer also stated an issue associated with infusion set was not working properly. Customer was advised to speak to their health care professional instructions for treatment of high blood glucose. Troubleshooting was performed for high blood glucose but issue was not resolved. The insulin pump will not be returned for analysis.